Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to an open lead-1 pulse wire in the cable connecting ECG "c" and ECG "d", damaging wires within the cable. The electrode belt¿s ecgs were non-functional. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.